Manufacturer narrative:
Inspected one opened/used sensor and performed visual and found sensor electrode separated from cannula tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer treated for the low blood glucose by eating. The customer declined troubleshooting on the insulin pump. The customer was assisted with troubleshooting and discovered that he had a bent sensor. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The sensor will be replaced. The customer will return damaged sensor for analysis.